Manufacturer narrative:
Vyaire reference # (B)(4). The vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was not duplicated in the laboratory setting. No anomalies were found during this investigation. The unit has passed all test, calibrations and is working to manufacture specifications.

Event description:
The customer reported while using the vela ventilator, it is alarming vent inop and motor fault. The customer stated there was no patient involvement associated with this event.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was not duplicated in the laboratory setting. No anomalies found during this investigation.

Manufacturer narrative:
(B)(4). The vyaire factory service dept. Evaluated the device. The "vent inop" issue was not duplicated. The "motor fault" issue was confirmed and the power supply was removed from the device and sent to the vyaire failure analysis laboratory for a failure investigation. The vyaire failure analysis laboratory received the power supply and performed a failure investigation. The "motor fault" issue was duplicated and the problem was isolated to the mosfet q210.